Manufacturer narrative:
On (B)(6) 2021, mentor received additional information about the event: the date of event was reported to be (B)(6) 2020 mammogram results showed that there was free silicone in the left axillary nodes. Code e2317 ¿granuloma¿ has been added to block h6 health effect - clinical code. This medwatch report is for the patient¿s left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information about the event: during explantation surgery, it was observed that both of the patient¿s breast prostheses had ruptured. This report is for the patient¿s ruptured left breast prosthesis. A separate medwatch report will be submitted for the patient¿s ruptured right breast prosthesis. The patient had her removed breast prostheses replaced with mentor memorygel breast implant 375cc gel breast prostheses. The suspect medical device was discarded after explantation surgery. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast prosthesis rupture. Explantation month, day, and year: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent an unspecified breast surgery with a mentor memorygel breast implant 375cc gel breast prosthesis that ruptured after implantation. Rupture was diagnosed via a physical exam and confirmed via imaging. It is currently unknown if rupture is in patient¿s left breast or right breast. As a result, the patient is scheduled to undergo explantation and replacement with an unspecified mentor gel breast prosthesis on (B)(6) 2021.